Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis, in a patient, coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag therapy (dose, frequency and lot number were not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred, described as "patient made mistake." On (B)(6) 2011, the patient experienced peritonitis, which did not require hospitalization. The patient began remedial therapy with loading doses of tobramycin 80 mg, ip, and reflin 2 g, ip; followed by tobramycin 40 mg (route and frequency not reported), and reflin 1500 mg (route and frequency were not reported). It was not reported whether dianeal pd2 was ongoing. The outcome for the peritonitis was resolving. It was not reported whether the patient was retrained in aseptic technique, therefore the outcome for break in aseptic technique was not reported. Concomitant medications were not reported. The baxter employed nurse reported the event of peritonitis was not related to dianeal pd2 therapy. A causality statement was not provided for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.